Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual analysis of the returned device identified red particles on the shell and the gel. A curved opening was observed on the anterior of the device. A microscopic analysis was performed which identified a crease/sharp opening on the radius, creases and wear/abrasion. Based on the device analysis the final assessment is: a crease sharp opening on the radius due to fold flaw opening. Reason for reoperation: rupture.

Event description:
Healthcare professional reports left side rupture. Device has been explanted.